Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic gastric bypass procedure the staple line on the last firing for the procedure (the 6th or 7th firing of the device) "fell apart" and the surgeon had to oversew the staple line to secure it. The surgeon did confirm that the staple line passed the leak test after oversewing it. No additional stapler was needed to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r57w5c. Per photographic evaluation: one photo was provided. The picture shows an open jaw with a gold reload loaded. Some protruding staple legs can be seen. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis found that the plee60a device was received with no apparent damage and with three gst60w cartridges reloads present. The cartridges were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b: gst60w, p58r7g, fully fired. Cartridge c: gst60w, r57f63, fully fired. Cartridge d: gst60w, p58p4m, fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.